Event description:
It was reported that the patient was not getting an adequate pain relief and was feeling discomfort due to the positioning of the ipg. The patient underwent a revision procedure wherein the ipg was replaced, and the pocket site was moved in a different location. The patient was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.